Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had an alert 02 (low flow) when patient returned from magnetic resonance imaging. Nurse stated that the patient had completed hypothermia therapy and was in normothermia at target temperature of 37 c. Nurse stated that the patient temperature was 36.7c and water temperature was 14.2c. Mss advised the nurse to disconnect and reconnect the pads using proper technique. Nurse attempted to disconnect pads one at a time to check flowrate, but therapy would stop. Nurse decided to get another device and call us back. On call back, nurse discovered three pads looked damaged on plastic connections. Nurse stated that once they changed pads and restarted therapy, the device functioned appropriately.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "received connectors damaged by supplier". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the arctic gel pads ifus are found to be adequate based on past reviews. Correction: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device had an alert 02 (low flow) when patient returned from magnetic resonance imaging. Nurse stated that the patient had completed hypothermia therapy and was in normothermia at target temperature of 37 c. Nurse stated that the patient temperature was 36.7c and water temperature was 14.2c. Mss advised the nurse to disconnect and reconnect the pads using proper technique. Nurse attempted to disconnect pads one at a time to check flowrate, but therapy would stop. Nurse decided to get another device and call us back. On call back, nurse discovered three pads looked damaged on plastic connections. Nurse stated that once they changed pads and restarted therapy, the device functioned appropriately.